Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received informant that one week most implant there was an increase in the pacing thresholds of this right atrial (ra) lead. An x-ray was done which showed that the ra lead had dislodged and the device had migrated. The lead was repositioned successfully and the devic remains implanted. No additional adverse patient effects were reported.